Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare (fph) us office that the connector on the upper and lower head of an iw980jeu wall mount infant warmer was discoloured. The biomedical engineer of the hospital, further reported that the infant warmer was in use at the time when it started to smell and smoke was seen coming from the unit. No error code was registered on the infant warmer prior to the event. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The discoloured connector of an iw980jeu wall mount infant warmer is en route to fisher & paykel healthcare (fph) (B)(4) for investigation. Fph has raised an inquiry regarding the reported event. We are currently in the process of obtaining relevant information in order to assist us with the analysis and identification of a possible root cause of the event as reported. We are still gathering pertinent information at this stage of our investigation. We will provide a follow up report once we receive further information from the hospital and completion of our investigation.